Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced unspecified symptoms and was unable to self-treat. The customer had contact with a non-healthcare professional who obtained an unspecified glucose test and administered insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.